Manufacturer narrative:
Concomitant medical products: product ID 97745nt serial# (B)(6) product type analysis found: cracked connector support. Replaced broken/cracked rtm/power connector support. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt, (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indications for use were fbss leg/back and spinal pain indications. It was reported that the patient was having issues charging their implant and having problems with their stimulator and the issue began probably about a month ago. The patient stated it took them 3 hours to recharge their implant. The patient also stated they had to reset the controller 3 times because the controller would go totally blank. The patient mentioned that they have to do resets of the controller every day and they help but things are getting worse. The patient noted that they are unhappy and would talk someone out of getting a spinal cord stimulator if asked. The manufacturer's patient services specialist (pss) walked patient through removing the battery pack and plugging controller into the ac power supply; the patient confirmed controller did not power back on. Pss had the patient check for the light on the ac power supply box; patient confirmed the light was on. The issue was not resolved. A replacement controller was sent out. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6): product type analysis found: cracked connector support. Replaced broken/cracked rtm/power connector support. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.